Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The cut portion of the lead was returned, measuring 5.6cm from the connector pin. Analysis of the returned portion was normal.

Event description:
It was reported that the right atrial lead exhibited high impedance and was fractured. The lead was capped and replaced.